Event description:
A report was received from a doctor regarding a memorylens that was implanted in the patient's right eye in 2000, which lens had opacified. When the patient presented for exam in 2002, their current visual acuity was 20/25 od with brightness visual acuity at 20/50 od. The iol was explanted 11 days later and replaced with another lens with no reported complications. The doctor felt the patient's condition was stable and his prognosis for the patient was marked as excellent.